Event description:
An initial event notification was received by (B)(6) on 26-may-2026 and forwarded to millyard advanced medical products, llc on 01-jun-2026. The user reported experiencing a severe hypoglycemic event on (B)(6) 2026. The user reported that they started experiencing symptoms including feeling scared and a tingling sensation in their belly. Upon checking their freestyle libre 3+ continuous glucose monitor (cgm), they saw a reading of 80-90mg/dl, so the user assumed that their blood glucose was falling faster than the cgm could detect. The user consumed 15 grams (g) of fast acting carbs including candy and juice, waited ten minutes, and then consumed another 15g of fast acting carbs as they were still experiencing the same symptoms. After an additional ten to fifteen minutes, the user felt worse, and a fingerstick glucose reading showed 40mg/dl. The user required help to get more food as they were experiencing full body chills with shaking hands, and they were concerned that they would fall or faint due to dizziness. The user also reported sweating, inability to think clearly, and difficulty speaking/communicating during this event. The user's hypoglycemia resolved after consuming an additional 15g of carbs. The user further reported that, prior to this event, they had recently switched to the twiist automated insulin delivery (aid) system from another manufacturer's insulin pump. They explained that their therapy settings had to be more aggressive to compensate for the leaking and absorption issues they experienced with that device. Upon switching to the twiist aid system, the user applied the same aggressive therapy settings which proved to be stronger than they needed. The user remains ongoing on their twiist pump

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist aid system user guide provides information regarding potential causes of hypoglycemia and ways to prevent it. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.